Manufacturer narrative:
Product event summary: one controller and one controller ac adapter were not returned for evaluation. Review of the controller log files revealed that battery (B)(4) was connected to power port one of the controller with 91% relative state of charge (rsoc) and an active adapter was connected to power port two from (B)(6) 2019 through (B)(6) 2019. During that time, the battery depleted from 91% rsoc to 24% rsoc; the battery will slowly discharge throughout time when connected as the secondary power source. At the time of the last data point logged, on (B)(6) 2019 at 20:02:42, a low battery 1 alarm was active, indicating that the battery depleted below 25% rsoc. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to the normal discharge of the battery when connected as the secondary power source; the low battery alarm was active as a result of the battery depleting below 25% rsoc. Additional products: controller ac adapter h6: FDA method code(s): 4114, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter, controller ac adapter /(B)(4)/ model #: 1430jp / catalog #: 1430jp UDI #: asku. Device evaluation anticipated, but not yet begun dev rtn to MFR? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was using battery power while the controller ac adapter was connected to power port two. There was a low priority alarm for the battery loosing charge. The controller and controller ac adapter remain in use. No patient complications have been reported as a result of this event.